Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported a por-power on reset and that said she saw the message a couple days ago. There was no trauma or surgery when they saw this message. No further complications were reported or anticipated.